Event description:
A customer contacted beckman coulter inc., (bec) and reported that their coulter lh 750 hematology analyzer was leaking reticulocyte stain from the reticulocyte stain mixing chamber drain tubing. It is unknown if the material safety data sheet (msds) was reviewed, but the customer reported the leak and a service call was placed immediately. An exposure control plan is in place. The customer did not troubleshoot the leak, but was wearing gloves and a lab coat. The operator did not come into contact with the retic stain. There was no death or injury as a result of this event. There was no an effect to patient results as the customer was performing reticulocyte quality control (qc) at the time of the event.

Manufacturer narrative:
The follow-up report is submitted to provide information (device manufacturer date).

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) was dispatched for this event. The fse found a retic leak at the retic stain mixing chamber drain tubing (blue stripe), and the drain tubing was replaced. During a start-up the instrument generated retic and differential (diff) ls (light scatter) offset errors. The fse removed and cleaned the diff, retic, and stain shear valves. During the start-up again obtained the ls offset errors. The fse indicated that the diluent cube was almost empty, so it was replaced with a new diluent cube. The fse primed diluent and performed start-up. The start-up passed, diff and retic ls offset errors corrected, and the instrument was verified per established procedures. The root cause is attributed to the retic stain mixing chamber drain tubing being brittle due to a previous stain leak at the fitting, allowing the tubing to be cut by the pinch valve. Bec internal number: (B)(4).